Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error or no delivery alarms noted during testing.

Event description:
It was reported the insulin pump was not working. Customer's wife stated the insulin was not going into customer. Customer's wife stated customer's daughter looked at the device and got it to work but now it not working again. Customer's wife pressed the act button and the device rewound. Checked alarm history and device had motor error and no delivery. Customer's wife stated the device might have alarmed motor error during bolus. Customer's blood glucose was 197 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.